Event description:
During use of the table, the personnel failed to ensure the t-pin was properly installed, the table dropped from the connection point and the pt suffered soft tissue damage on the elbow.